Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (constant alarms) has been confirmed. As received, the monitor case was separated, a white wire bundle was pulled from the end cap. The cause of the constant alarms is a disconnected white wire bundle which controls communication between the monitor and the belt connection. The disconnection white wire bundle is a result of the separated monitor case. The root cause of the separated case cannot be positively identified but is likely a result of physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement monitor.

Event description:
A (B)(6) old male pt contacted zoll customer support to report that his monitor was constantly alarming. The pt was issued with a replacement monitor.